Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that drawer 7.1 pocket c4 had hardware failure error. A field service engineer (fse) found that drawer 4.2 auxiliary rails were binding and replaced the drawer. Drawer 7.1 pocket c4 was found to have a broken muscle wire so the row board was replaced twice, but the pocket still would not release, and a new drawer was initially ordered. A purple vial lid was found stuck under the plastic spring on the row board removed then pocket push in and read. The fse tested all drawers for rail and pocket issues, addressed loose faceplates, and tightened them. No additional issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1, pocket c4 failed to release and displayed a hardware failure. The customer attempted recovery and system restart; however, these attempts were unsuccessful. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1, pocket c4 failed to release and displayed a hardware failure. The customer attempted recovery and system restart; however, these attempts were unsuccessful. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1, pocket c4 failed to release and displayed a hardware failure. The customer attempted recovery and system restart; however, these attempts were unsuccessful. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.